Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 20mm sapien 3 valve in the aortic position, the first valve that was opened did not appear to be coapting properly. The valve was obtained for return and photos are available. The valve the was always in the sterile field and never exposed to blood or the patient. A second valve was opened and implanted successfully. The device was received and upon review from engineering inspection, leaflet creases were identified.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and per manufacturing inspection, crease across leaflet was observed. The provided imagery was evaluated, and one leaflet appeared to be slightly open. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for crease was confirmed through returned product evaluation. This evaluation did not identify any issues related to instructions for use (IFU) or labeling. Upon examining the returned device, a crease was observed across leaflet cp2. This crease likely resulted from manufacturing workmanship. The leaflet crease potentially led to leaflet inadequate coaptation as reported. To address the issue, a CAPA was initiated and identified potential areas for the process improvement to mitigate against the failure. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.